Event description:
Mentor saline siltex smooth round implants placed on (B)(6) 1999. Immediately noticed weight gain, higher than normal glucose levels, insomnia and severe migraines. In (B)(6) 2005, started having joint pain (severe knee pain), mood swings including anxiety/irritability, night sweats, heart palpitations, muscle weakness (especially in right arm/fingers), tingling in fingers/toes, hair loss, ear drainage and ringing in ears. In the last several years since then, have also experienced several miscarriages, worsening joint pain (including tmj, plantar fasciitis, achilles tendonitis), vitamins d deficiencies, worsening of heart palpitations. Shortness of breath, tightness in chest, muscle spasms, muscle cramps and electric shocks throughout my body, vertigo, balance problems. Visions problems (including floaters, blurry vision, worsening of vision in general, dry eyes and eye discharge), muscle twitches in legs. Short term memory problems, brain fog, memory recall, word recall problems, severe migraines happening more often, sensory sensitivities. Coordination problems (falling, dropping things, bumping into things) and vitiligo. In the last year, problems that have become worse are insomnia, night sweats, muscle twitching (all over entire body that never ever stop). Difficulty swallowing, breast pain, armpit pain, joint pain that led to a rheumatoid arthritis diagnosis, nerve pain, teeth migrating around in my mouth distortion of facial features, severe hair loss. Thyroid problems that have led to a hashimoto's hypothyroidism diagnosis, food sensitivities leading to a celiac disease diagnosis, burning in both breasts, hardening of breasts, severe breast pain and pain in armpit area. Low blood pressure, high rbc levels, high hematocrit levels, high d-dimer levels, high globulin levels, positive ana tests.